Event description:
Starting one year ago, the patient experienced withdrawal symptoms 2-3 weeks before the pump was due for a refill. One year ago, the patient was hospitalized for two days before a refill. The patient had return of pain and projectile vomiting. The patient was hospitalized three times in the past year and was always sent home with strong anti-nausea medication. The patient was considering a pump explant. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.